Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device met specifications prior to release from abbott manufacturing facilities as supported by a review of the device history record. The cause of the pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer references: 3005334138-2017-00095 and 3008452825-2017-00165. During a pulmonary vein isolation procedure, a pericardial effusion occurred. During the post assessment, an echocardiogram was performed, which revealed the effusion. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott devices.